Event description:
It was reported that the device could not be interrogated prior to implant. The device was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of no communication was confirmed in the laboratory. The device was not able to communicate with the programmer via rf telemetry due to a crc error, but interrogated normally via inductive communication.